Manufacturer narrative:
---

Event description:
Approximately one year later, the field representative contacted ts stating the patient had a pocket revision approximately six months ago ((B)(6) of 2015). The pocket revision was to optimize the system due to inappropriate shocks. The patient was being checked again adn did have a shock from b)(6) of 2015 that appeared to be from noise. At the time of the shock, the patient was packing for vacation so there was a lot of movement. It was noted the patient has loose skin due to weight loss, so that may have been a contributing factor to why the patient received the shock. The pocket revision was performed to move the s-ICD pulse generator back more lateral and down to the facial plane. Ts reviewed the event from b)(6) which showed noise and oversensing on the primary and secondary vectors. The alternate vector looked better with only a bit of noise observed. Ts recommended programming alternate vector and performing more extensive testing at increased heart rates to further verify sensing. Further evaluation of the system was performed in alternate vector at increased heart rates and these all showed appropriate sensing. Ts discussed leaving the device programmed to alternate and also obtaining x-rays of the system placement. No further information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received info that the pt received inappropriate shocks from their subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing. The device was reprogramming which didn't resolve the issue, therefore the device was turned off. X-rays were reviewed by boston scientific technical services (ts). Ts noted the device appeared too anterior and inferior in position. No adverse pt effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.